Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and broken belt clip rails. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was in swimming pool and insulin pump did not turn on after trying new batteries. The customer reported that battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.